Event description:
This 54 year old female who underwent bilateral augmentation mammoplasty in 1983. The manufacturer of the implants is unknown to this reporting facility. She now presents with hard painful contractions and is concerned about the possible immune effects of the silicone implants and therefore desires their removal. Both implants appear to be intact. Both implants appear to be double lumen implant with outer lumen collapsed on the right. The left outer lumen is filled with a cloudy chocolate colored fluid suggestive of old blood which has transuded through the silicone rubber into the interior. Thescar capsules showed no unusual pathology and were left intactinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.